Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. On (B) (6) 2010, the pt had chills, shaky hands, and a cold sweat. Due to the symptoms, the patient/layperson tested at 1:58 p.m. Shortly before calling, and complained the onetouch ultralink results, 158, 449, and 282, were inaccurately erratic. The pt consumed glucose tabs or gel that relieved the symptoms. There is no indication the product contributed to injury since the pt's symptoms started before she tested. The pt required no medical intervention from a hcp or another person. Because the variance between the three results was greater than the expected less than equal to 20%, the complaint is reported. Although the pt used alcohol to clean the puncture site, it is unk if the alcohol had dried before she punctured her finger. The cca replaced meter and test strips.